Event description:
The customer reported to olympus during preparation for use, a b30 (scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. However, an olympus technician was on site and the reported error was not present on site, the scope connection was cleaned and the endoscopes were checked for moisture. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was displayed due to a communication error caused by dirt or liquid adhering to the socket contact. An olympus technician went to the customer site and the reported error was not present on site, the scope connection was cleaned and the endoscopes were checked for moisture. A final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.